Event description:
The patient contacted lifescan and reported that their one touch ultra meter was not tuming on. Medical affairs specialist called and spoke with the patient, who provided additional information. The patient's meter was not powering on for about 2 and a 1/2 weeks. About a week ago, the patient started feeling symptoms of high blood glucose-extreme thirst, frequent urination, dry skin, hunger, blurred vision, short of breath, and drowsiness. They took their set amount of oral medication and attempted to test on the meter. The meter would not power on. They then went to their doctor's office, where the doctor's meter result was 398 mg/dl. They were given an insulin shot and an ambulance was called for them. They were taken to the hospital, where the hospital meter result was in the "400s". They were placed on an insulin IV and admitted to the hospital for three days with the diagnosis of hyperglycemia, tachycardia, and apnea. During the time they were not able to test on their meter due to the power issue, they had continued to take their set amount of glucophage. The patient has had this meter for about a year now. The patient was not able to test at the time they were experiencing symptoms, causing delayed treatment. Therefore, this case is reported as an adverse event. They were not sent any replacement products.